Event description:
Dr (B)(6) and dr (B)(6), implant surgeons of the hosp, reported to our sales rep (B)(4), that they were performing a surgery procedure. During this, they observed that during inserting the screw, the tulips have come loose. There was no delay, a replacement was available and the surgery was successfully completed at the end.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis was completed. Results: the screw was returned with tulip screw-head separated from the bone-screw. The device history review has concluded that the reported batch complied with dimensional and appearance specs prior to release. Five complaints of screw disassembly have been received on the mantis product range. The pt was reported to (B)(6). The pt is morbidly obese and whereas mantis surgical technique lists obesity as a contraindication. In addition, the returned mantis screws had been implanted in the pt since (B)(6) 2010 and it can be assumed that during the (B)(6) of implantation, it had been exposed to excessive loads. Conclusion: although the actual separation of the screw occurred while the surgeon was manipulating the screw-head during the revision surgery, the screw was most likely on the verge of separating due to the excessive loads to which it had been subjected to due to the obesity of the pt, which is listed as a contraindication.